Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged power issue started on (B)(6) 2013 at 8:30 (am/pm not specified). The patient informed the cca that he manages his diabetes with insulin. It is not known what action, if any, the patient took regarding his diabetes management at the time the issue was discovered. The patient reported feeling sweaty and dizzy approximately 5 minutes after the issue started and reported going to the ER at 8:45pm. It is not known if the patient received any medical treatment at the time of the ER visit. At the time of troubleshooting, the cca noted that there was misuse to the subject meter. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue started.